Event description:
It was reported a patient presented in clinic for follow-up, high lead impedance and capture threshold was observed on the rv lead. Replacement procedure was planned a day after follow-up but it was cancelled due to a wound vac port and the potential risk for infection. The patient will be monitored and no further information is available.